Manufacturer narrative:
Investigation was commissioned and performed by synthes (B)(4). This lot was manufactured according to specifications. There is no awareness of any quality problems or failures caused by a faulty product.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Pt underwent a mandbular osteotomy on (B)(6) 2012. After the procedure, it was noted that the tip had broken off. It is unk if the broken tip resides in the pt. The hospital discarded the device.